Event description:
It was reported by the rep the device was used on a laparoscopic cholecystectomy. It was reported the er320 clips scissored on the cystic duct. Another er320 was opened to complete the case. There was no consequence to the pt.